Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. First clip used was implanted successfully. A second xtr clip was then attempted but resulted in a leaflet tear. The clip was removed and procedure aborted. After removal of the steerable guide catheter (sgc), an atrial septal defect was observed. The procedure ended with mr unchanged.

Manufacturer narrative:
Product performance engineering reviewed the incident information provided to abbott, manufacturing records, complaint history for the reported lot and performed analysis of the returned device. In this case, there was no reported device malfunction associated with the clip delivery system (cds). No functional analysis was performed during returned device analysis as there was no device issue reported. Based on available information, the reported mitral regurgitation (mr) is a cascading event of the tissue injury. The reported tissue injury appears to be related to procedural conditions (grasping attempts). Additionally, the reported patient effects of tissue injury and mitral regurgitation are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: h6 health effect- impact code: 4614 serious injury/ illness/ impairment. Codes added: h6 health effect - clinical code: 4451, h6 health effect- impact code: 4641.

Event description:
An additional clip was attempted to be placed to treat the tear, but it was decided to remove the clip after evaluation of placement